Event description:
The customer reported that the olympus hd autoclavable camera head was not producing an image during procedure preparation. According to the initial reporter, the type of procedure was unknown, but they did confirm that the procedure was completed. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of no image displaying could not be determined at this time as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.